Event description:
Related manufacturer report number 1627487-2022-01322. It was reported that infection was observed at the lead site. The lead was explanted. There were no complications during the procedure. The infection site is healing post explant. Patient was stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.